Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the device was suspected to be prefired. During the first firing, the handle was squeezed but firing was unable to be performed. A new cartridge was used without issues. There was no operation such as squeezing the handle again or reset of firing mode. There was no patient injury.